Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A follow up called was made and the customer reported that she experienced low blood glucose and the paramedics were called out. The customer mentioned that she ate dinner and took insulin, but she also had a desert and did not take insulin. The caller stated that the insulin pump was alarming threshold suspend. Troubleshooting was not performed as customer stated that the cause of her low glucose level was her own body not the insulin pump. No further information was provided.